Event description:
The customer reported a delay in acquiring a 12 lead ECG during a patient event. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported a delay in acquiring a 12 lead ECG during a patient event. There was no reported adverse patient impact. The users were ultimately able to acquire a 12 lead. The device and cables were evaluated by philips and no trouble was found. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.